Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the proximal segment of the lead was returned severed at 22.2 centimeters (cm) from the is-1 terminal pin. A surgical cap was on the is-1 and proximal terminal pins. There was a cut in the trilumen insulation at 19.7 cm near the severed location (22.2 cm from is-1 pin) where both (distal and proximal) high voltage dbs cables exhibited signs of melting. Laboratory technicians concluded the damage was most likely due to the cutting into the lead while the lead remained connected to the device. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity of the returned lead segment. Measurements throughout these tests were within normal limits. No further testing was performed. Laboratory testing of the returned lead segment was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead presented to their clinic after receiving a shock while doing yardwork. Upon interrogation of this patient's cardiac resynchronization therapy defibrillator (crt-d), the device was found to be in safety mode and a fault code oxa was also noted. Boston scientific technical services (ts) recommended replacing the lead and device due to the device possibly shocking into a shorted lead. A revision procedure was performed and this lead was surgically capped and abandoned due to not being able to be removed. It was noted that the lead had no obvious fracture seen under fluoroscopy and all lead measurements through the pacing system analyzer (psa) were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that during the procedure, the lead was surgically cut below the yoke and partially removed to make room in the patient's pocket. The portion of the lead that was removed was later returned for analysis.